Event description:
On (B)(6) 2008, patient underwent placement of single chamber permanent pacemaker. Per md, vendor representative handed md an expired (7/08) product without checking the packaging and the device was implanted. Md to disclose incident to patient.